Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 1627487-2018-01048 1627487-2018-01063. Follow up information indicated the patient presented to the clinic with a collection under the suboccipital leads as well as wound drainage. Patient was taken to the operating room for a washout of the suboccipital and mid thoracic wounds (ipg site). While in the operating room gross purulence was noticed in the operating room. Cultures were taken which grew out (B)(6). The patient was discharged home with antibiotics.